Manufacturer narrative:
The device has been received by olympus; however, the device evaluation is currently in progress. Upon completion of the device evaluation, a summary will be provided in a supplemental report.

Event description:
The user facility reported that the scope is not clicking in the socket so the scope had to be held in place during a procedure. There was also mention of a air leak but could be a cause of it not clicking in place. There was no mention of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and specifications. No abnormalities were found. The root causes could not be identified. Probable cause could be due to repeated use of the device and long term use caused the locking part of the video connector socket to be worn out and the reported event occurred. Malfunction in the locking part caused failure to insert the connector into the socket until it clicked, resulting in the unstable state of the connector. The air leaks cannot occur in the subject device. Therefore the subject device had no abnormality and some failure in the light source or a videoscope could have caused the indication phenomenon. Olympus will continue to monitor complaints for this device.